Event description:
Baxter china reports 2 incidents of transfer sets with an effluent leak, due to the clamps not occluding the flow of fluid. Noted during use. The first incident occurred in 2000 and the second incident occurred in 2000. The pt received a transfer set change with each incident. No pt injury or medical intervention reported.